Manufacturer narrative:
We have received the complaint device for evaluation. We were able to inflate both balloons of the shunt when they were inflated with air. We were able to properly deflate the internal carotid balloon. However, we were able to only partially deflate the common carotid balloon. The common carotid balloon also failed to deflate when it was inflated with water. It deflated extremely slow when we attempted to aspirate the fluid inside the balloon using a syringe. When we cut the inflation arm of the common carotid balloon just above the stopcock joint, we still encountered this issue. However, when we cut the main lumen just above the inflation arm-main lumen joint, all of the liquid inside the lumen flushed and the balloon deflated. We did not observe any obstruction or foreign particles inside the inflation lumen that could have caused or contributed to this issue. The root cause of the malfunction was determined to be assembly error. The inflation arm-main lumen joint was not assembled properly which likely led to this issue. Our engineering team has addressed similar balloon deflation issues by improving the design of this product. The change involves the addition of inflation holes under the balloon and a change in the cut angle of the inflation arm, which will assist the balloons to inflate and deflate uniformly along their entire length. FDA has already approved the new design in november 2018. We have already started selling the shunts with this design in the us since early 2019. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. The malfunction was detected during the pre-use check. This device did not come in contact with the patient. The surgeon used another f3 shunt for the procedure.

Event description:
During pre-use check, the surgeon was unable to deflate one of the balloons of the pruitt f3 carotid shunt. He used another f3 carotid shunt for the procedure.